Event description:
Carpenter edwards duraflex mitral valve inserted on 11/12/99. After surgical implantation, an intraoperative tee found the valve defective. Valve removed and replaced with a st. Jude's valve. Pt required prolonged cardiopulmonary bypass for valve replacement. Pt complications included coagulopathy and hypotension. Pt expired on 11/12/99.